Manufacturer narrative:
The product involved is an OEM unsterile cannula. After further review it was determined that this report was submitted in error as the incident is not a reportable event. No additional follow ups or investigation results will be sent.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports during manual visual inspection inspectors found 6 basic units with foreign material on cannula of needle assembly.